Event description:
Medtronic received information that during a procedure, a 96820-108 bio-medicus pediatric arterial cannula (pli 20) was attempted to be used, however the obturator was too large to fit in the cannula. A second 96820-108 bio-medicus pediatric arterial cannula (pli 10) was then attempted to be used, but a hole was noted in the obturator. The cannula was replaced with a backup and it was asked but unknown whether there was any impact to the patient associated with this event. There was no blood leak due to the hole in the obturator.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a crack/void in the tip of the blunt tip obturator. Additional visual inspection shows evidence of bone wax in the hub end of the device. During the cleaning process there was a leak observed through the device. Reason for return was confirmed. Conclusion: medtronic received information that during a procedure, a 96820-108 bio-medicus pediatric arterial cannula was attempted to be used, however the obturator was too large fit in the cannula. A second 96820-108 bio-medicus pediatric arterial cannula was then attempted to be used, but a hole was noted in the obturator. Device was replaced with a backup and it was asked but unknown whether there was any impact to the patient associated with this event. There was no blood leak due to the hole in the obturator. Complaint is confirmed for hole in the obturator. Analysis found a void on the obturator that led to a leak. After analysis this complaint was determined to be a supplier-related issue. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event .complaints received from nov 2019 through oct 2019 for this model number were reviewed and showed similar complaints. Medtronic will continue to monitor for future occurrences and trends per the product quality meetings procedure. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4), as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.